Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Reconnected the acb fib cable to both the acb and fib board to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a system malfunction error resulting in a loss of mechanical ventilation. There was no patient involvement.